Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that yesterday or today ((B)(6) 2018) an MRI was performed. The patient had an MRI which confirmed a "pretty significant" intrathecal mass (im). The hcp planned on removing and replacing the catheter. On (B)(6) 2018 the catheter with the granuloma could not be removed so it was tied off and left in the intrathecal space. A new catheter was to be implanted with the tip lower than the current catheter. No product was to be returned to the manufacturer for analysis. No further complications were expected or anticipated.